Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the pump keeps emitting the total daily dose alarm. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11-jan-2018 with the following findings: a review of the pump black box history showed the max daily delivery had been set to 110.0 u. The black box showed evidence of eaw 165- exceeds max tdd limit warnings on (B)(6) 2017. During investigation, the pump was exercised for 24 hours with a 2.0 u/hr basal rate; at end of testing, the basal history correctly showed 2.0 u and tdd showed 48.0 u. No max daily delivery warning occurred during this time. The complaint of a history settings issue was not duplicated during testing. Unrelated to the complaint, investigation revealed that the battery compartment was cracked above and below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.